Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: synthes (B)(4) supplied the 15.5mm medullary reamer head, part 352.155, and lot 26299. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation: the 15.5mm reamer head and the 5mm flexible reamer shaft are components of the flexible reamer system for intramedullary nail procedures and consist of a thin flexible cannulated 5mm shaft and deeply fluted cannulated reamer heads with choice of 8.5-19mm diameters and uniquely designed to help reduce intramedullary pressure and increase flow of bone chips and marrow during reaming. The broken shaft tip and broken reamer head resulted in fragments left behind including an approximately 5.5mml section of the shaft¿s distal tip and 2 (10x4mm & 5x4mm) pcs of the reamer head. Report from the field indicates that the reamer set was used with a non-recommended power device which is known to deliver 2x the recommended rpm. Technique guides recommend using the (511.701) speed controlled compact air drive ii for powered flexible reamer applications. Drawings were evaluated and determined to be suitable for the intended design and dimensional conformity when used as recommended. The method of use for these devices has likely led to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a minimally invasive surgery (mis) hip arthroplasty, the surgeon was trying to use the reamer in the femoral head with a 15.5 millimeter (mm) reamer head. The flexible reamer head blew apart in the femoral canal along with the distal end of the flexible shaft. The surgeon was using a non-synthes power driver in the procedure. There was a very small fragment that was left in the femoral shaft, as the surgeon was unable to retrieve it. There was a possible time delay due to the event but the amount of time is unknown. The surgery was successfully completed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): a review of the device history records was completed: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The measured hardness value was compliant, 707.0 hv with a specification of 690 +/- 40 hv. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.